Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the customer's stated issue. Fse was able to verify that it was a "gas loss in patient circuit" alarm in viewing the logs. Functional tested and it was found that the drive manifold was failing and was replaced. Additionally the safety disk and tidal disk were replaced as a part of preventive maintenance. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the customer's stated issue. Fse was able to verify that it was a "gas loss in patient circuit" alarm in viewing the logs. Functional tested and it was found that the drive manifold (0104-00-0031) was failing and was replaced. Additionally, the safety disk (0202-00-0140), and tidal disk (0202-00-0142) were replaced as a part of preventive maintenance. Device passed the performance and safety checks according to factory specifications.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 12 dec 2025.the failure analysis and testing department received the following part associated with this complaint:pn: 0104-00-0031 rev j, sn: (B)(6)_asco drive manifold assythis part was received with a reported unit failure message of ¿gas loss alarm¿¿, and drive manifold leak test failing.the failure analysis and testing department performed a visual inspection, and the parts was found to be in good physical condition with no signs of mechanical damage and contamination observed.installed drive manifold assy, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r.performed all manifold leak tests and failed. Also, the fat dept could not be able to be performed 30psi transducer calibration. The fat dept. Heard loud alarm when turned on the cardiosave test fixture for pumping and display did not come up. However, the fat dept. Could not see display for gas loss alarm message.the fat dept, verified the failure message of drive manifold leak test failing.drive manifold failed testing. Refer to CAPA 1406400, for more information regarding additional investigation details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp) there was air leak message during use, there was no patient harm or injury reported.